Manufacturer narrative:
The field service representative determined the cause to be the pressurized water container and cleaned water container. Calibration, controls and precision were run to verify analyzer performance and results were within specification.

Event description:
User reports continued issue with discrepant pt calcium results. The following 21 pt samples were determined to be discrepant. Initial and repeat testing performed on (B)(6) 2009. All 21 pt samples were repeated using the same analyzer. Samples 14, 17, 18 and 21 were repeated a second time on the integra 400 analyzer. Calcium unit of measure = mg per dl. Sample 1, initial 6; repeat 9.5. Sample 2, initial 8.1, repeat 9.5. Sample 3, initial 8.4, repeat 9.5. Sample 4, initial 7.6; repeat 8.9. Sample 5, initial 7.8; repeat 8.9. Sample 5, initial 8.3; repeat 9.6. Sample 7, initial 7.1; repeat 8.4. Sample 8, initial 7.7; repeat 9.3. Sample 9, initial 8.5; repeat 9.4. Sample 10, initial 8.3; repeat 9.4. Sample 11, initial 8.5; repeat 9.8. Sample 12, initial 8.1; repeat 9.7. Sample 13, initial 8.6; repeat 10.1. Sample 14, initial 8.8; repeats 10.2 and 10.3. Sample 15, initial 8.5; repeat 9.7. Sample 17, initial 7.5; repeats 8.8 and 9.0. Sample 18, initial 7.1; repeats 8.4 and 8.5. Sample 19, initial 8.3; repeat 9.6. Sample 20, initial 7.5; repeat 8.7. Sample 21, initial 7.0; repeats 8.4 and 8.5. Erroneous results were reported for samples 2 through 21 only. And about 20 reports had to be corrected. User stated that she was able to contact all accounts in question and no pts had been treated.

Manufacturer narrative:
The field service representative determined the cause to be the pressurized water container and cleaned water container. Calibration, controls and precision were run to verify analyzer performance and results were within specification.

Event description:
User reports continued issue with discrepant pt calcium results. The following pt samples were determined to be discrepant. Initial and repeat testing performed on (B)(6) 2009. 21 pt samples were repeated using the same analyzer. Samples 14, 17, 18 and 21 were repeated a second time on the integra 400 analyzer. Calcium unit of measure = mg per dl. Sample 16, initial 8.1; repeat 8.8. Erroneous results were reported for samples 2 through 21 only. And about 20 reports had to be corrected. User stated that she was able to contact all accounts in question and no pts had been treated.